Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a distal embolization within the same vascular territory during the solitaire procedure following pass # 1, and in pass # 2 it was retrieved. The patient did not experience any injury, symptoms, or complications. The device was used per the local hospital guidelines and standard of care. The patient¿s baseline mrs score was 0, baseline nihss score was 12, and the initial clot was at right mca-m1. The final mtici score was 0 following pass #2, and 24 hours post procedure and discharge the nihss score was 3.